Event description:
Steris received call from poison control center requesting info on the steris sterilant 20 concentrate. The poison control center had received a call from hosp indicating that their steris system 1 spilled liquid use-dilution out onto the floor. The report indicated that pts in the next room complained of irritation to their eyes and respiratory discomfort. The hosp also reported that, while cleaning up the spilled use-dilution, two employees appeared to have suffered respiratory irritation due to inhalation of vapors from the spilled use dilutiion. These employees were sent to the hosp's emergency room and treated. They returned to work the next morning and reportedly appeared to be in healthy condition with the exception of a minor headache. Two days later steris was informed by the operating room director that the two employees had been re-admitted to the hosp, are still seeking medical care from their physicians, and would be out of work until the following week.